Event description:
It was reported that the patient with this left ventricular (lv) lead had exhibited infection. A revision was performed and the crt-d along with the right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead were explanted. Additional information indicated that the lead was damaged upon extraction. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.